Event description:
A remstar CPAP device was returned to a third-party service center as part of the uno recall process with an alleged complaint of does not start. During the evaluation of the device, the service technician observed damaged foam. Additionally, the service technician also noted dirt/dust contamination. The device was scrapped by the service center after the evaluation was completed.